Event description:
It was reported that the shaft of the 5mm needle driver instrument wsa peeling off. No additional information was provided. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR report #2955842-2006-00223, MFR report # 2955842-2006-00224.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a small, narrow section with missing insulation located 2 inches from the snake wrist on the main tube. The metal part of the tube is exposed. Inspection of the tube under magnification shows long scratches next to the damaged area. Electrical continuity passed. It was concluded that the instrument damage may have been caused by the 5mm cannula accessory. No other damage was found. This account has recently returned two damaged cannula accessories. Please see MDR's 2955842-2007-00226 and 2955842-2007-00227.